Event description:
Physician reported the customer was hospitalized for high blood glucose. Physician stated the customer refused to troubleshoot her pump and she was off pump therapy for over a week. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.